Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted hen the results of the investigation are available.

Event description:
As reported by the user facility: power cord with thermal damage-photo provided. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample was retunred to our investigation facility and a picture was provided. Investigation results did confirm reported issue and picture showed power cord had thermal damages. No associated discrepancies was noted with this complaint.